Event description:
It was reported to the manufacturer on (B)(6) 2012, that the patient high impedance was observed on a diagnostic test during a routine follow up visit. The patient was referred for x-rays. There was no suspected trauma reported but it was indicated that the patient is very physically active. The nurse reported that the last good diagnostics were performed in august, however no specific results were made available. The x-ray images were sent to the manufacturer for review. The generator was visualized in the left chest in a normal orientation. The views of the generator were limited and therefore the filter feedthroughs could not be assessed for fractures. From the images provided, proper pin insertion could also not be confirmed. The lead body appeared intact at the lead pin. The electrode site was able to be visualized. No obvious lead discontinuities or anomalies were identified in the portion of the lead body that could be visualized. A portion of the lead was not visible on the images provided and therefore could not be assessed. It is also unclear from the images if there was lead wire was behind the generator. Based on the x-rays reviewed, the cause of the high lead impedance could not be confirmed. There were no obvious fractures or anomalies in the visible portion of the lead however a micro-fracture or a discontinuity in the non-visible portion of the lead could not be ruled out. Proper pin insertion could also not be confirmed. Additional follow up was performed and it was indicated that the device was disabled when the high impedance was observed. The high impedance was observed on both system and normal mode diagnostics and the dc/dc code was 7. At this time, no interventions are planned as the patient is currently doing ok.

Event description:
Additional information was received indicating that the patient was referred for explant. Surgery occurred on (B)(6) 2012 and the explanted devices were disposed of following surgery.

Event description:
Additional information was received indicating that the patient will likely undergo a full system revision. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.